Event description:
During an unrelated device failure investigation, it was observed that the customer¿s device was also resetting itself during its boot up and took longer than 30 seconds to complete. After the initial boot up failure, the device operated properly. In this state there would be a critical delay in delivering defibrillation therapy if needed.there was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): physio-control evaluated the customer¿s device and verified the reported failure. Physio-control replaced the patient parameter pcb assembly. Thereafter proper device operation was observed through functional and performance testing and the device was returned to the customer for use.physio-control further evaluated the removed patient parameter pcb assembly. It was determined that integrated circuit (ic) chip, designator u5 had pins 3 and 4 electrically shorted to ground. The shorted ic caused fuse, designator f3 to open electrically.